Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the alarm history file. No compromised force sensor system alarm or motion sensor test failure alarm was noted. The motor was tested outside of the device and it passed. The pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that they received a motor position encoder error alarm while troubleshoot for the motion sensor test failure alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.